Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out. There was no reported patient injury. The vcd was prepared and used according to the instructions for use (IFU). During withdrawal of the device and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The vcd was prepared and used according to the instructions for use (IFU). During withdrawal of the device and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The exoseal vcd was used in a diagnostic procedure utilizing a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium or plaque, and there was mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) did not engage with the vessel wall as expected and slipped out. Hemostasis was achieved by manual compression. There was no reported patient injury. The vcd was prepared and used according to the instructions for use (IFU). During withdrawal of the device and sheath to position the indicator wire against the vessel wall, the indicator wire did not engage with the vessel wall as expected and slipped out. The device was removed with the indicator wire exposed. A visual inspection revealed no damage to the indicator wire loop. The exoseal vcd was used in a diagnostic procedure utilizing a retrograde approach. The physician had achieved certification on the use of exoseal vcd. There were no visible signs of device or package damage prior to use. A non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The puncture site had no visible calcium or plaque, and there was mild access vessel tortuosity. There was no stent near the puncture site, and the vessel did not have stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression less than 30 days prior to this procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no visual damage to the indicator wire prior to use. The indicator window of the exoseal device was facing up during retraction, and the indicator window did not change at all. One non-sterile exoseal vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in the manufacturing position, and the indicator wire was found deployed, with no abnormal conditions observed on the indicator wire. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. During this visual analysis, a kinked/bent condition was noted on the delivery shaft, located 14.5 cm from the distal tip. A dimensional analysis was conducted on a portion of the delivery shaft near the kinked area to verify the outer diameter. The measurement was found to be within specification. The non-cordis catheter sheath introducer (csi) was removed prior to initiating the functional evaluations, as it was received in a kinked/bent condition that could have interfered with accurate analysis. A simulated deployment test was successfully conducted, during which the indicator wire was manually positioned to the black/black state, the deployment button was fully depressed, and the plug deployed, and indicator wire retracted as expected. The indicator window subsequently changed to the black/white/red position. However, it was not possible to simulate the guard locking and indicator wire deployment sequence because the guard was received locked and the wire already deployed. For the same reason, the indicator wire simulation test could not be executed. A high magnification evaluation was executed to assess the indicator wire loop and internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the returned device since the indicator wire was received already deployed and no anomalies were noted on the loop. A functional analysis led to successful deployment of the device. A kink was observed on the delivery shaft, which may have cause difficulties when using the device. However, the exact cause of the reported issue could not be determined. The reported tortuosity of the access vessel may also have been a contributing factor. Special patient populations listed in the instructions for use (IFU), where the safety and effectiveness of the exoseal vcd has not been established, include those with a tortuous targeted femoral artery and those with visible calcium/atherosclerotic disease of the puncture site. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.